Event description:
It was reported that the drive support cap is protruded sticking out of the insulin pump. Caller stated that the insulin pump alarmed during the manual prime. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The blood glucose reading was 16 mmol/l.